Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was deployed on the mitral valve, reducing mr to a grade of 2-3. However, after deployment, the clip became unstable and tissue damage was observed on the posterior leaflet. An nt clip was inserted to try to stabilize the xtw clip. However, the nt was unable to significantly reduce mr. Therefore, the clip was removed and the procedure was discontinued. There was no clinically significant delay in the procedure.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was deployed on the mitral valve, reducing mr to a grade of 2-3. However, after deployment, the clip became unstable and tissue damage was observed on the posterior leaflet. An nt clip was inserted to try to stabilize the xtw clip. However, the nt was unable to significantly reduce mr. Therefore, the clip was removed and the procedure was discontinued. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported image resolution poor is related to procedural conditions as imaging was reported to be difficult. Additionally, the reported unspecified tissue injury (posterior leaflet perforation) per the account is related to the implanted xtw clip. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.